Event description:
A customer reported receiving a reading of 184 mg/dl on his precision xtra/optium blood glucose meter compared to a laboratory result of 86 mg/dl. The tests were reportedly performed within ten minutes. The results when plotted, a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.